Manufacturer narrative:
Device manufacture date: february 4, 2016 ¿ february 5, 2016 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked through the elastomeric reservoir. The device contained 5 ampoules of dexketoprofen (enamtyum), 4 ampoules of tramadol, 2 ampoules of ondasentron, and 240 ml of saline. This occurred before use of the device. There was no patient involvement. No additional information is available.